Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was excessive loss of pneumo from the trocar seal. They were able to complete the procedure with the same trocar. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Leak test failure, lower ring the analysis results found that the device was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. In addition, the lower ring of the universal seal assembly was noted crecked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)